Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed an intermittent loss of contact between the battery cap and the pump case.

Event description:
The patient reported that after using a new battery cap, the pump was resetting itself without intervention.